Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. During the procedure, the left ventricular (lv) lead had the guidewire stuck inside and failed to be separated. The lv lead was not used and replaced on 15 jul 2024. There were no patient consequences.